Event description:
It was reported that the system displayed a generator error, which could cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage cables, and reseated other power supply cables and connectors. The system operates as intended.